Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient saw por message. Patient stated she has not had any recent falls/trauma or medical tests. No symptom reported. No further patient complications are anticipated or expected as a result of this event.